Event description:
It was reported that approximately six months post op, pt had increasing trouble swallowing. X-rays showed that a screw had backed out. Fusion had not occurred. The pt was a smoker. A revision surgery was performed. During the revision surgery, it was noted that two screws had backed out and the plate's antimigration cap was broken.